Event description:
Customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to press the button more effectively and confirmed that the pump was functioning, though it remained difficult to press. They decided to replace, and the customer was informed about returning the malfunctioning device and was also familiarized with putting the pump in storage mode before the return. The customer will continue using their current pump as backup therapy until the replacement arrives.